Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple fill resistance issues. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem staff but further information regarding the patient or event was not obtained.